Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the nurse reported to technical service engineer (tse) after reporting an error on the left master tool manipulator (mtm). The system was power cycled, but the error has occurred several times. It was stated that they had a non-recoverable fault and had to disable the mtm. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. Isi has received the mtm for evaluation. However, the failure analysis has not been completed yet.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm 2) for failure analysis investigation. The unit was analyzed, and visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed.